Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient complained of ametropia. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) 4 months and 5 days after the initial implant procedure. The clinical reason was hyper surprise. Additional information has been requested.